Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is no documentation that shows a causal relationship between the event of weakness, hypervolemia, hypotension, edema, hyperkalemia and the liberty cycler. There is a temporal relationship between the pd therapy and the symptoms that the patient was experiencing. The reason for the drain complications is not known, as the cycler alarmed appropriately to alert the patient of the complications. The difficulty continued on manual exchanges as well. The patient improved by increasing the frequency of dialyzing, changing pd solution and altering prescribed medications. Based on the available information a cause for this event cannot be determined. Should additional information become available, the clinical investigation will be reassessed.

Event description:
A peritoneal dialysis (pd) patient¿s nurse called in regarding the patient receiving drain complications and requested a replacement of the cycler. The nurse reported that the patient was sent to the emergency room due to being fluid overloaded. Upon follow up, the peritoneal dialysis nurse stated that the patient was sent to the emergency room (ER) by their physician. The patient was not fully completing their continuous cyclic peritoneal dialysis (ccpd) treatments due to drain complication issues. The patient was reported to have attempted to complete manual exchanges but was having difficulty due to being fluid overloaded. The patient presented to the ER with symptoms of weakness, hypotension (unknown values), hyperkalemia (unknown values), edema in feet and ankles as well as hand tremors and blurry vision. The patient was not admitted to the hospital and required extra dialyzing to remove the fluid and was instructed to use 1.5% delflex. The patient was also instructed to hold their blood pressure medications and stop tramadol as it was suspected that it was the cause of the blurry vision and hand tremors. The patient received a new liberty cycler and is recovering from this event. The patient is completing treatment with no reported issues.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed and identified that the front panel bezel gasket was drooping over the center of the front panel overlay. An internal inspection did not find any discrepancies. The cycler underwent system air leak and voltage testing and was found to meet product specifications. The load cell value and verification was within tolerance. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.